Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display went blank immediately after moisture exposure. The customer¿s blood glucose this morning was unknown. The customer also reported that the insulin pump got wet and it was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no blank display noted. No moisture damage on electronics and motor assembly noted.